Manufacturer narrative:
No further info is available at this time. A supplemental. Report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was exchanged. The pt had received a pump exchange in (B)(6) (MFR report number 0002916596-2014-00294) due to noncompliance with lovenox and the hospital feels he is thrombosing again. His ldh was 1200. They tried intraventricular tpa and it didn't seem to help. The pump was exchanged for another manufacturers device.